Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. An attempt to replicate the user complaint with ios/fsll version 2.5.3.3088 using a known good libre 2 sensor was made and the high/low glucose alarms were successfully received. No issues were identified with the application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue while wearing the adc device. As a result, the low glucose alarm did not sound and customer experienced symptoms of hypoglycemia described as tingling in fingers and lips, fell, and a loss of consciousness "for a few seconds". Customer was able to regain consciousness and self-treat with a sugar and then ate a "normal meal". There was no report of death or permanent injury associated with this event.